Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device displayed a "poor pad contact" message, pt was shaved and pads re-attached. After attempting to shock three times the device displayed a "bridge test failure" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.